Event description:
During a ptca treatment procedure, the maverick2 monorail 20x2.0 mm balloon ruptured at 10 atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a 60% stenotic lesion in the distal left anterior descending coronary artery. The physician used a 6f introducer sheath for vascular access, a 6f guide catheter and a .014 pt graphix guide wire to cross the lesion. The maverick2 monorail balloon was removed from the pt and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "very well."